Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was not properly recording bolus deliveries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2015 with the following findings: a review of the pump¿s bolus history showed three normal boluses were programmed by the user via the pump on (B)(6) 2015. During investigation, the keypad was found to respond appropriately; no stuck or hypersensitive keys were found. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was exercised for 24 hours successfully. The complaint of a history settings issue was not duplicated during investigation. There was no defect found.